Event description:
It was reported that the catheter access port (cap) was access using a cap kit and no flow was noted. The port was checked with a different needle and 1 cc of fluid was able to be aspirated. The healthcare provider (hcp) was "convinced" he was in the port the first time. There were no patient symptoms related to the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4). Implanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8540, lot# cs0682, product type: accessory. Product ID: 8540, lot# cs0682, product type: accessory. (B)(4).